Event description:
It was reported that arrow clinical support was contacted advising that they had a pt on an autocat 2 and the screen froze. The clinician checked all connections and tried to power the console down and turn it back on, but it did not work. The pump was exchanged. There were no reported pt complications.